Event description:
It was reported "during our CPR today, I attempt to get io access in the patient¿s left humerus. After drilling into the left humerus, I attempted to remove the needle from the hub of the io but was unable to pull the needle out. While attempting to loosen the hub, to help slide the needle out, that came complete dislodged from the patient arm."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during our CPR today, I attempt to get io access in the patient¿s left humerus. After drilling into the left humerus, I attempted to remove the needle from the hub of the io but was unable to pull the needle out. While attempting to loosen the hub, to help slide the needle out, that came complete dislodged from the patient arm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.